Event description:
It was stated that the customer was hospitalized for low blood glucose and the reading was 47 mg/dl. Troubleshooting was performed and the mother claimed that there were several boluses in the bolus history that the customer did not program. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.